Event description:
Patient sent home with hemovac drain, in knee. Patient's daughter, a nurse, was instructed to remove the drain on the next day. The drain broke off (snapped). Patient had piece of drain removed laparoscopically from medial aspect of pattelo femoral articulation.